Event description:
The account coord of a pt emailed lifecor customer support to inform that the pt had passed away in 2009. Pt was wearing the vest at the time he was brought to the hospital, but a cable was cut on the device.

Manufacturer narrative:
Device manufacture date: monitor: 12/2006, electrode belt: 10/2004. Device eval summary: device evaluations of monitor and electrode belt have been completed. Unable to duplicate reported problem. Both monitor and electrode belt were fully functional upon arrival. The cable on the electrode belt was not cut but rather the connector was physically cracked. The electrode belt functioned properly despite the crack. Flag reports show the pt was conscious and actively pressing the response buttons up until the point, the electrode belt was disconnected from the monitor. The electrode belt was repaired and retested. The events leading up to the pt's death after the electrode belt was disconnected are unk. No reasonable evidence suggests device caused or contributed to pt's death.